Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge. Reportedly, the cartridge was filled with 100 units of insulin. Troubleshooting with tandem technical support showed that the customer was not performing the air removal technique. The contact was able to successfully load a new cartridge. Reportedly, the customer forgot to deliver a bolus after a meal and experienced an elevated blood glucose level of 394 mg/dl. The customer changed the supplies and delivered a correction bolus.